Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient received treatment with vancomycin injection 1 gram stat (route not reported) and meropenem injection 1 gram stat (route not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. On an unreported date, the peritoneal effluent was clear. The patient was recovering from the peritonitis event. No additional information is available.